Manufacturer narrative:
The event of high impedances and ipg replacement was reported to abbott. The ipg was explanted and replaced due to pain. Lead diagnostics showed high impedance on right lead. Patient uses only left lead and is getting great relief. The leads remain implanted. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the site of the scs ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.